Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3 of 3. The home patient (hp) reportedly disconnected in dwell cycle and then the hc machine was alarming in drain cycle. The technical service representative (tsr) explained the alarm to the hp and assisted the hp / caregiver (cg) to clear the alarm. The hp would call the nurse and finish with manual bag. During a follow up with the hp's wife regarding the alarm, it was revealed that the issue was resolved; and they had discussed the issue with the nurse, and were retrained. Per wife, there were no issues with the supplies. The wife confirmed that the hp did not have any injury or harm as a result of this incident. Per wife, hp is doing fine, but is on manual exchanges because he moved to a different state. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone and was determined to be a use error; therefore, a batch review and sample evaluation is not applicable for this report. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was cause by the home patient disconnecting from the set during therapy. A labeling review was performed and found to be adequate. Proper procedures per the user manual were reviewed with the home patient at the time of the initial call. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).